Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A technical support specialist (tss) received an inbound call regarding a non-working keyboard, remotely accessed the device and performed a reboot, after which the keyboard functioned properly, and permission was obtained to close the ticket. The system functioned as intended after the technical support specialist troubleshot the device.